Manufacturer narrative:
Concomitant medical product: 5076-58 lead, implanted: (B)(6) 2011, w1tr01 crt-p, implanted: (B)(6) 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. Follow up concluded no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.